Event description:
Related manufacturer reference numbers: 2017865-2023-14052. It was reported that the patient presented with inappropriate automatic mode switching recurred due to noise over-sensing from the right atrial lead. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that programming changes were made. There were no patient consequences.